Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for out-of-range atrial intrinsic amplitudes. Additionally, review of the presenting electrogram identified atrial undersensing and over pacing. The information was communicated to the patient's clinic. The system remains in service and no adverse patient effects were reported.